Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that she had a weak battery on insulin pump. The customer's blood glucose level was 87 mg/dl. The customer was advised that the use of other battery brands or other types of battery may result in reduce battery life. The customer was advised to use aaa alkaline and monitor the insulin pump. The patient was advised also that we will ship a replacement of battery cap to rule out any possible issues with the battery cap. No further information was reported.